Event description:
It was reported that after dilation, the catheter was difficult to remove through a 5french sheath. Add'l force was applied which caused the catheter shaft to stretch, but the dr was able to remove the catheter and replace without another of the same make to complete the procedure without pt injury or further complications.